Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent unrelated surgery wherein electrocautery was used. Subsequently, attempts were made to connect to the ipg and were unsuccessful. The ipg was determined to be inoperable. Surgery may be pending to address the issue.

Event description:
Additional meaningful information obtained indicated that the ipg was explanted and replaced. Therapy was restored post-operatively.